Manufacturer narrative:
Concomitant medical products: 5092-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and the alert was triggered. It was also reported that the oversensing, polarity switch, loss of capture and insulation defect were observed. Ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.